Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent implanted inside another stent is considered to permanent impairment. Device issue: fractured stent struts. It was reported that the pt had a 2.5 x 15 mm promus stent implanted in the left circumflex (cx) on (B) (6) 2009 and another 3.5 x 15mm promus stent was also placed with no issue. The pt came back on (B) (6) 2010 having chest pain. Angiography revealed that the stent looked "hazy" and is consistent with a fracture. A non-abbott drug eluting stent was placed in the fractured stent on (B) (6) 2010. There were no complications, the pt was stable. A stent was also placed in the distal cx that was planned to be a second procedure, but was completed the same day since the pt was in the cath lab. Target lesion was moderately calcified and severely tortuous, 80-85% stenosis. Pt remained on plavix and aspirin. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4).